Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer parent reported via phone call that they experienced low blood glucose level of 50 mg/dl. Customer feels ok to troubleshoot for low blood glucose reading. Customer current blood glucose reading was 85 mg/dl. Customer blood glucose reading at the time of the incident was 50 mg/dl. Customer was puking. Customer was advised to contacted their healthcare provider regarding the low blood glucose reading. Customer treated the high blood glucose reading with food. Customer drive support was normal. The infusion set was changed on (B)(6) 2017 at 3:00 pm eastern time. Customer did not mention if the cannula was bent. Customer. Customer blood glucose reading increased to 132 mg/dl. Customer insulin pump setting was correct. Customer cannot recall the cause of their low blood glucose reading but the meter was not mirroring the insulin pump reading. Customer had been in the emergency room for their blood glucose reading. Insulin pump will not be returning for analysis.